Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an occluded shunt valve. A certas valve was implanted in a patient via ventricular peritoneal shunt on an unknown date with an unknown initial setting. On an unknown date there was a suspected obstruction of the valve. The patient was taken to the operating room and the valve was removed on (B)(6) 2021 and the shunt was performed only by the catheter. The patient¿s symptoms reportedly improved. No further information was provided by the hospital.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; needle holes were noted in the needle chamber as well as a raised needle guard. The position of the cam when the valve was received was at setting 4. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.